Manufacturer narrative:
The suspect drive tractor motor was returned to the manufacturer for analysis. The motor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the imaging system displayed a "door open" warning when the door on the imaging system was fully closed. Rebooting the imaging system did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system and proceeded with a c-arm instead. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect drive tractor motor was returned to the manufacturer for analysis. The motor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.